Event description:
It was reported that the strain relief of the extension tubing was unable to be introduced into the catheter after the catheter was inserted successfully. Suspected blue tubulous foreign matters were found inside the strain relief. Despite multiple attempts, it still failed. The product was eventually discarded and a new PICC catheter was opened.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a distal connector piece is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were returned not assembled. No obvious evidence of use was observed on the returned sample, and no foreign material was observed on or within the returned connector pieces. An attempt was made to pass the proximal end of a non-complaint 4 fr single lumen groshong clearvue catheter through the distal connector piece; however, the catheter was found to be stopped within the connector piece and could not pass through it. The distal connector piece was dissected, and a microscopic observation revealed the internal compression sleeve was notably longer than usual, which prevented passage of the catheter. The compression sleeve was measured and was found to be too long and out of specification. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu3073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the strain relief of the extension tubing was unable to be introduced into the catheter after the catheter was inserted successfully. Suspected blue tubulous foreign matters were found inside the strain relief. Despite multiple attempts, it still failed. The product was eventually discarded and a new PICC catheter was opened.